Event description:
It was reported that patient underwent a knee procedure utilizing signature knee guides on (B)(6), 2011. During the procedure, the final implanted femoral component was positioned in approximately 10 degrees of flexion.

Manufacturer narrative:
Signature knee guides are a custom designed product. Although the product itself was not returned for evaluation, the supplier evaluated the design plan details and determined that the femur guide did not meet specification. Supplier relayed that oversegmentation of the anterior femur might have caused the reported issue.